Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components from cvc kit. The guide wire will be reviewed as part of this complaint investigation. No definite signs-of-use were observed. Visual analysis of the guide wire did not reveal any defects or anomalies of any kind. The guide wire length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned introducer needle/ars subassembly. Little to no resistance was observed as the guide wire was able to pass completely through the assembly. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. The report of a kinked guide wire was not confirmed through complaint investigation. Visual analysis revealed no defects on the guide wire or any of the other returned components. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring guide wire was kinked.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the spring guide wire was kinked.